Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter was inserted into the sheath and air was continuously in troduced. The balloon catheter was reinserted without resolve and air was felt coming from the valve of the sheath. The sheath was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The data files were returned and analyzed. The data files showed at least 14 injections were performed with a balloon catheter on the date of the event. System notice 50002 ¿the system has detected an electrical component failure¿ was triggered on two applications. The sheath was not returned for investigation. He reported air ingress issue cannot confirm through the data analysis. If information is provided in the future, a supplemental report will be issued.